Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Diabetes clinical manager reported via e-mail on (B)(6) 2017 that the customer experienced high blood glucose due to the infusion set disconnecting at the quick release. It was stated that the customer has issues with reconnecting the infusion set on 4 occasions. It was indicated that the customer's blood glucose at the time of their meeting that morning was 103 mg/dl and the infusion set in use was properly connected. The customer was called back on (B)(6) 2017 and she reported that her blood glucose level went over 400 mg/dl, and when she checked the site, she found the quick release was disconnected. She stated that the quick release did not seem to be clicking when trying to connect the infusion set. The customer changed the infusion set and treated with a bolus. Troubleshooting was not performed. The device will not be returned for analysis.